Manufacturer narrative:
D.1. Medical device brand name: bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 3 it was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes, there was clotting in one tube containing patient sample. No patient impact reported. "One patient had edta, pst, and clot tube drawn. Pst and clot were spun. Pst was placed on beckman au for chemistry testing. Results autofiled for the chemistry test. After testing was complete on the au, the tube was taken to the access for thyroid testing. When the tech went to load the pst tube, they realized the tube was clotted. Since customer also had a clot tube on this patient, they ran the chemistry test on the clot tube. Results from the clot tube matched the autofiled pst tube results. Thyroid testing was performed on clot tube."

Manufacturer narrative:
D10: device available for eval: yes d10: returned to manufacturer on: 06-sep-2023. H.6 investigation summary: bd received 15 samples and 3 photos for investigation. The photos were reviewed and fibrin was observed. The customer samples along with 100 retention samples from bd inventory, were visually inspected with no issues identified. Additionally, 5 customer samples were evaluated for heparin activity and all were within specification. Complaints for sample quality are under statistical control for the month of august 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fibrin based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Report 1 of 3. It was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes, there was clotting in one tube containing patient sample. No patient impact reported. "One patient had edta, pst, and clot tube drawn. Pst and clot were spun. Pst was placed on beckman au for chemistry testing. Results autofiled for the chemistry test. After testing was complete on the au, the tube was taken to the access for thyroid testing. When the tech went to load the pst tube, they realized the tube was clotted. Since customer also had a clot tube on this patient, they ran the chemistry test on the clot tube. Results from the clot tube matched the autofiled pst tube results. Thyroid testing was performed on clot tube."